Manufacturer narrative:
Patient information: information unknown/asku. Date of event: the exact date is unknown/not provided. If implanted, give date: not applicable as the iol was not implanted. If explanted, give date: not applicable as the iol was not explanted. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. Reportedly, it¿s unknown if the iol touched the eye. No further information was provided.